Event description:
The patient called to report that the suspect device continued to read high after taking insulin. The patient did obtain one result of 83mg/dol. The patient was advised by the patient's doctor to take more insulin due to the high values. The patient did go unconscious. Paramedics were called and initially the patient's blood glucose did not register on their equipment. The patient was revived and given a dextrose IV. The patient declined transportation to the hospital. The patient has glucose control solutions and never used them to test the patient's system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.